Manufacturer narrative:
(B)(4). Patient height reported as (B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. No service history review can be performed as part number 319.006 with lot number(s) 9848892 is a lot/batch controlled item. The manufacture date of this item is (B)(6) 2015. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal radius fracture surgery, the shaft of the depth gauge broke in half. The shaft, about 1.5-1.8 mm in length, broke cleanly into two parts with no fragmentation. There was another device on hand to complete the surgery. This was an initial surgery. The procedure was completed successfully with no reports of delay or medical intervention. The patient¿s post-operative status was noted to be stable. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device returned. A review of the device history records has been completed. Release to warehouse date: july 10, 2015. Manufacture site: synthes (B)(4). No non-conformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product development investigation was performed for the depth gauge (part number 319.006, lot number 9848892). The subject device was returned with the complaint condition stating the device was received in multiple pieces. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75 mm in length) and was returned. The slider is loose in the hollow body. The handle has various marks and scratches, and the laser marking on the shaft is clearly visible. The complaint is confirmed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, , device history record (DHR) review, and drawing review, were performed as part of this investigation. Drawings were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part # 319.006.03) is extra hard (B)(4), which is an appropriate material for an instrument component of this type. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No service history review can be performed as part number 319.006 with lot number(s) 9848892 is a lot/batch controlled item. The manufacture date of this item is july 10, 2015. The source of the manufacture date is the release to warehouse date. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and no non-conformance records (ncrs) or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. The items are lot/batch controlled and the service history is unconfirmed the exact cause of the complaint condition cannot be determined. But the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.